Manufacturer narrative:
Correction: a1, and h6 coding - product not returned

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for device upgrade with a history of noise exhibited by the right ventricular lead. The patient was not dependent, and the lead was explanted and replaced without incident. The patient was discharged in stable condition.